Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 108 (night drain cycle eight) alarm. This alarm indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 09:25:03. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.